Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred post c3-c6 posterior cervical fixation procedure with decompression in a patient with medical history of neck pain and difficulty in walking and inability to hold anything well with his arm. It was reported that 2 month after surgery, patient visited the clinic with weakness in his arm. Patient had more weakness in his hand and surgeon expect this from broken screw. Patient did not achieve fusion 2 month post surgery. No plan to explant the screw. There were no further complications reported regarding the event.